Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. Conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem, following a review of the details of the reported events, available information, and product record review. In this case, the device was not returned for product analysis; therefore, limiting the identification of a most probable cause of the reported events. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issues. However, there is no additional detail pertinent to the events.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. An opticross hd catheter was selected for intravascular ultrasound examination (ivus) of the target lesion. There was no problem with the image during preparation; however, during pullback, the image was lost and nothing was displayed. It was noted that the air was not removed during preparation for flushing. The procedure was completed with another of same device. There was no patient injury.